Manufacturer narrative:
Additional information: this information is based entirely on journal literature and subsequent follow up information obtained. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that there was no further information available.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿multi-center clinical experience with a lumenless, catheter-delivered, bipolar, permanent pacemaker lead: implant safety and electrical performance.¿ pace 2006; 29:858-865. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there were the following complications/product allegations: pericardial effusion, cardiac perforation, cardiac tamponade, sinus bradycardia, elevated pacing thresholds, dislodgements, ¿micro¿ dislodgements, loss of capture/failure to capture, failure to sense/undersensing, and ¿other.¿ there were also implant attempts ¿abandoned;¿ some due to patient anatomy. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.